Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient has suffered and will continue to suffer personal and economic injur(ies) as a result of the implantation with the asr hip implants, including but not limited to, necessary and costly revision surgery, hospitalizations, conscious pain and suffering, inability to walk, inability to stand for long periods of time, inability to perform activities of daily living, bodily impairment, loss of enjoyment of life, mental anguish and emotional distress. It is further alleged that patient is currently scheduled to undergo another revision surgery to have the right asr hip implant explanted in or about (B)(6) 2011. Doi: (B)(6) 2006 - dor: (B)(6) 2008 (right side). Update (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address pain. Doi: (B)(6) 2006 (cup); dor: (B)(6) 2008 (head/stem exchanged); dor: (B)(6) 2011 (cup/head exchanged). Update 01/10/2012: patient fact sheet form was received which identified part/lot information for the stem and cup implanted on (B)(6) 2006. There is no new information that would change the outcome of the investigation. Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records this wpc contains two revision operations. The patient was revised on (B)(6) 2008 for a loose stem, a new stem and femoral implant were implanted. A unknown stem is being added to the complaint. The cup and femoral implant are already reported from this revision for metal on metal wear. The patient was revised again on (B)(6) 2011 for a loose cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/10/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated